Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an incident of indeterminate source where a pump may have under-administered medication relative to the pump programming. The pump was programmed for continuous epidural administration. At completion of the infusion there was supposed to have 30 ml remaining, however, there was 90 ml remaining in the bag. The patient had complaints of ineffective epidural anesthesia during the therapy. Pumps were run utilizing cadd adapter administration sets. The tubing was taken down prior to the issue being identified so setup was not able to be confirmed. The volumetric validation was performed by the clinical engineering department and found was not able to identify the issue. The pump was also identified as not being connected to the network. This was reportedly due to a previously identified issue in the pump network adapter where network connectivity was lost if the pump¿s battery dies while the pump was turned off.

Manufacturer narrative:
Device was not returned for analysis of complaint that pump may have under-administered medication relative to the pump programming. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.